Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The product was manufactured on 23feb2021. A sample was not received for the analysis. However, a picture was provided for the evaluation. Upon reviewing the picture, the reported condition has been confirmed. A supplier corrective action request has been opened to address the reported condition.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the product failed with a shearing of the post at the base next to the skin contact. The balloon was intact, but fluid escaped when the syringe was introduced. Additional information was received from the customer and stated that the shaft of the button has split away from the top part. There was no problem with the balloon this time.